Manufacturer narrative:
The needle in the convenience kit has been supplied in bulk, non-sterile by the needle manufacturer. The complaint was forwarded to the manufacturer for investigation. The device has not been returned for analysis and limited data is currently available.

Event description:
On (B)(6) 2019 after placing the epidural catheter in a laboring patient, the anesthesiologist was withdrawing the tuohy needle (item code (B)(4)) slowly with no unusual resisitance when the plastic part of the end of the needle broke off. The doctor states he was not pulling hard on the needle. The needle was packaged in an epidural convenience kit, item code (B)(4). The anesthesiologist was not able to provide the lot number of the kit that was used. The procedure was for the most part complete and the patient was not affected in any way.